Manufacturer narrative:
(B)(4). Batch # unk. Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an unknown procedure, the blade broke, and an unknown error occurred. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.